Event description:
The customer reported that approximately 20 ml of blue fluid leaked from the coulter® lh 750 hematology analyzer. The customer indicated that the leak was not contained within the instrument, and the instrument generated low vacuum errors at the time of the event. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered the leak coming from the normally closed (nc) side of pinch valve vl67. The fse replaced the tubing at vl67 to resolve the leak and the vacuum errors. While verifying the repairs, the fse discovered that quality control (qc) was not generated red blood cell (rbc) results due to the circuit not being activated in the rbc aperture assembly. This event is not related to the reported leak. The fse returned on the following day and replaced the analyzer power supply 1 (aps1) card and the red/white/platelet (r/w/p) signal conditioner/analyzer (sc/a) card to resolve the red blood cell vote outs (non-numeric results) issue. Results: failure mode of the leak and low vacuum errors is attributed to tubing at pinch valve vl67. The fse also discovered that qc was not generating rbc results, and proceeded to replace the analyzer power supply 1 card, and the red/white/platelet signal conditioner/analyzer card to resolve the rbc vote outs issue. (B)(4).